Manufacturer narrative:
The field service engineer ran checks which were acceptable. The customer stated they had changed over to a new reagent lot, calibration and qc were acceptable. This investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable a1c-3 tina-quant hemoglobin a1c gen.3 results for four patients with the cobas 6000 c501 module. Sample ID (B)(4) : the initial result was 7.2%. The repeated result was 5.7%. Sample ID (B)(4) : the initial result was 7.2%. The repeated result was 5.5%. Sample ID (B)(4) : the initial result was 7.3%. The repeated result was 5.6%. Sample ID (B)(4) : the initial result was 10.7%. The repeated result was 8.3%. The initial results were reported outside of the laboratory and questioned by the doctor. The repeated results were deemed correct. The reagent lot number was 47201501 with an expiration date of 30-nov-2021.

Manufacturer narrative:
The calibration was performed on (B)(6) 2021 and (B)(6) 2021 and was acceptable. The customer's qc was outside 2sd high for both levels between (B)(6) 2021 and (B)(6) 2021. The customer's qc was back within 2sd when they recalibrated (B)(6) 2021. The alarm trace does not contain a conspicuous event. The investigation found the customer was not following the guidelines provided in the method sheet regarding product handling (calibration and qc). Product labeling states, "the control intervals and limits should be adapted to each laboratory¿s individual requirements. Values obtained should fall within the defined limits. Each laboratory should establish corrective measures to be taken if values fall outside the defined limits. Follow the applicable government regulations and local guidelines for quality control."